Event description:
The customer reported to baxter (B)(4) of a clearlink buretrol solution set in which the port separated on the IV tubing to u.v.c. The issue was observed during patient use but there was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one actual unit was received for evaluation purposes related to the separated condition. The sample was visually inspected and the separation was confirmed at the luer activated valve annealed y-component. The luer activated valve annealed y-component is purchased from a supplier and they have been notified of the reported condition. No assignable root cause could be determined.